Event description:
It was reported that there was a right hip revised due to pain, intraoperatively there was metallosis.

Manufacturer narrative:
An event regarding metallosis involving an accolade (127 deg) size 4.5 accolade (127 deg) size 4.5 was reported. The event was not confirmed. All devices accepted into final stock met specifications. There have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
It was reported that there was a right hip revised due to pain, introperatively there was metalosis.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.